Event description:
The customer reported that the system experienced an multiple errors and an immediate loss of system functionality resulting in an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mainframe system batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.